Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
The china health authority reported that the patient had blurry vision in left eye which was worsened and patient underwent phaco with lens implantation on (B)(6) 2024 . The next day the right eye was examined and admitted to the hospital at the same time. The left eye visual acuity was 0.6 and the conjunctiva was slightly congested. The incision was well aligned, the cornea was smooth and transparent, the posterior elastic layer was wrinkled. The anterior chamber was often deep, the atrial flare was positive, the pupil was round, the artificial lens was in a positive position. There was no obvious bleeding or exudation in the retina. The surgeon used antibiotic and lubricant drops. The patient congestion was improved.